Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 22-jan-2024. H.6. Investigation summary: material #: 367338. Lot/batch #: 3069588. Bd received 41 samples for investigation. Ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber sleeve of four devices did not rebound and there was blood leakage. No blood exposure or patient impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber sleeve of four devices did not rebound and there was blood leakage. No blood exposure or patient impact reported.

Manufacturer narrative:
D2b. Common device name: blood specimen collection device; intravascular administration set e1. Initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.